Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set/line) alarm occurred during the initial drain on the homechoice (hc). The caregiver (cg) indicated they believed the cause was a loose connection between the cassette and the transfer set. The technical service representative (tsr) advised the cg to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that there was a loose connection which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.